Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A surgical sales representative reported that the suction of the cusa clarity was not working towards the end of an unspecified procedure on (B)(6) 2020. There was no patient injury and no delay in surgery. The surgeon had to complete the procedure without the ultrasonic tissue ablation device. There was patient contact but no patient injury reported. Additional information has been requested.

Manufacturer narrative:
A complaint investigation (failure analysis) and determination of root cause is not possible. The complaint could not be verified due to product sample not being returned after 3 documented requests in order to verify the complaint. The customer reported, ¿suction not working ¿; its possible this complaint was a result of a defective suction pump or possibly known adverse trend broken suction elbow. However, without testing the actual device, it is not possible to verify. Device history record (DHR) review was not possible because no lot or serial number was provided. The reported complaint was not confirmed.